Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the hme pt's homechoice machine during drain 3/3 of their automated peritoneal dialysis therapy. Per initial report, the home pt noted "fluid on floor under hc". Baxter's technical service center assisted the home pt in ending therapy early and advised the home pt in ending therapy early and advised the home pt to complete therapy manually. No pt injury or medical intervention was associated with this incident per the home pt's nurse.